Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was treated by ems after losing consciousness to a low blood glucose of 85 mg/dl. The patient was treated onsite and not taken to the hospital. The customer was treated with juice and soda. During troubleshooting the displacement test was completed without incident. The customer did not believe that the insulin pump was over-delivering. The insulin pump was not returned for analysis.